Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, following connection of the right atrial lead the device was not sensing the atrial signal. The electrocardiogram (egm) was described as ¿noisy¿. The lead was disconnected, cleaned and reconnected. The same observations were seen. The lead was again disconnected and checked through the pacing system analyzer (psa). All lead observations and measurements were normal. It was noted there was grommet/setscrew problem. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.